Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The vessel was pre-dilated. The physician implanted a taxus express2 3.00 x 32 mm drug eluting stent. The balloon was deflated without difficulty. The balloon was sticking to the stent upon removal. The physician pulled the guide catheter back to the arch to remove the balloon. No pt injuries or complications were reported. The pt's condition is reported as good.